Event description:
It was reported that during use of this 45 degree awl in a arthroscopic knee procedure, the tip broke off in the surgical site. The site was flushed with continuous irrigation, but the tip was not visualized. It is unknown if the tip remains in the patient's joint or was flushed out.

Manufacturer narrative:
Investigation findings: to date, 2/12/2007 this product has not been received for evaluation. A follow-up report will be submitted once this product is returned and an investigation is completed.